Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, an oxygen saturation (spo2) steadily declined. The fraction of inspired oxygen (fio2) set at 60 %. The mixer knob found to be damaged and replaced. No harm to the pt reported.